Event description:
It was reported that "silicone oil" was found in 5 of the syringes 50ml w/o before use. The following information was provided by the initial reporter: "silicone oil"

Manufacturer narrative:
H.6. Investigation: 6 samples were returned to sbdm. Sbdm conducted silicone lubricant test as per article no. 9, medical device regulatory standard. From the test, the 6 samples silicone lubricant volume are from 0.1640 mg/ to 0.2490 mg/. All 6 pcs returned samples silicone lubricant volume were in specification. Sbdm is controlling the silicone lubricant volume as below 0.2mg as their internal standard, which is more tightened control point than the current medical device regulatory guideline of 0.25mg. However, the likely cause for this issue is that the stopper pushed silicone lubricant inside of the barrel and the silicon lubricant mass may seems more on the bottom of barrel, making the customer thought silicone volume is excessive. House sample inspection: sbdm inspected 30 pcs in total from lot 1810224, 1812062 and 1901102, no abnormality is observed. Device history record review: sbdm reviewed the manufacturing record for lot 1812062, no abnormality observed.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "silicone oil" was found in 5 of the syringes 50ml w/o before use. The following information was provided by the initial reporter: "silicone oil".